Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that patient¿s foot ¿hurts like the dickens¿ and they needed to get the ins checked. It was noted that the issue happened probably 3 days ago. The patient tried charging a couple days ago and it did not connect well for the patient and the patient tried charging the ins last night but ¿couldn¿t feel the charge¿ and couldn¿t feel it stimulating them. It was noted that it ¿took hours¿ for the patient get a small charge for the ins due to the damaged antenna cord, and that the ins was not holding a charge anymore because the patient ¿can¿t feel it¿ (stimulation). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw a manufacturer representative (rep) and they worked on things. The patient was feeling better. They provided their weight at the time of the event. No patient complications were reported as a result of this event.